Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-00013. It was reported the patient experienced lead migration (confirmed via x-rays). Reportedly, the lead migrated to l1. In turn, the migrated lead was left in-situ and disconnected. "A" additional 3186 lead was implanted at t8-t9. The existing second lead was plugged into another port. Ipg was electively replaced. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2018-00013.